Manufacturer narrative:
Voluntary medwatch form received: mw5152742.

Event description:
Voluntary medwatch form received states: it was reported that the right atrial (ra) lead exhibited lead monitor warning and a polarity switch. The ra lead also exhibited variable impedance that was also low and noise on the ra lead and inhibited pacing.